Event description:
Analysis of the device found that the stent was broken. This device was not used inside the patient. No further information was available.

Event description:
Analysis of the device found that the stent was broken. This device was not used inside the patient. No further information was available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. During functional analysis, the stent and stent delivery wire would not advance or pull back within the introducer sheath due to dried saline solution. The stent was deployed from the proximal end of the introducer sheath and it was found to broken. The introducer sheath tip was also found to be damaged. Based on the investigation results, it is possible that the stent break is most likely related to procedural factors encountered during the use of the device. Therefore, it was determined that operational context was the most likely cause of the stent break.